Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable (B)(6) result for one patient sample. The specific date of testing was not provided. The customer stated they had a (B)(6) result for a sample that had been confirmed (B)(6). No specific data was provided. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number was 183418 with an expiration date of 08/30/2015.